Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of common bile duct stone, the subject device was used. The subject device could not be removed from the patient. The user covered the basket wire with an endoscopic nasobiliary drainage tube and left it inside the patient. It was reported that the additional surgery was planned to remove the subject device and the calculus from the patient body.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The junction between the operation pipe and the operating wire was broken off. There was no abnormality in the welding condition of the junction between the operation pipe and the operating wire. As a measurement result of the outer diameter of the operating pipe, there was no abnormality. The basket wire was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the subject device could not be removed and the junction between the operating pipe and the operating wire was broken off when the user tried to withdraw the subject device. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.